Event description:
Pt ate lunch in a deli known to be latex safe, stayed approx 2hrs. Prior to leaving, pt began to notice a slight itch. As afternoon and evening progressed rptr required benadryl/50 po q 4, atarax 25 q 6, pirbuterol inhaler. Prednisone 50 mg. Hosp staff ate at deli while wearing scrubs and/or white coats. Companion also reacted while at deli. On 11/21/96, symptoms of itching, chest tightness and coughing continued, required use of perbuterol inhaler. Benadryl atarax and prednisone.